Event description:
Patient was revised to address tibial loosening at the cement/implant interface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the complaint database did not show any other reports against the tibial tray. The product/lot code combination required to search the complaint database was not supplied for the cement. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.